Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted due to anastomotic stenosis and urinary tract infection. After admission, the patient underwent a trans-stomatic ureteral stent replacement in the operating room on (B)(6) 2025. On the first day post-surgery, the reserved ureteral stent was observed to had extruded outside the body, necessitating a repeat replacement of the ureteral stent for drainage. If not addressed promptly, this would hinder drainage for the patient, leading to a second surgery, further injury to the patient, and an increased treatment duration. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted due to anastomotic stenosis and urinary tract infection. After admission, the patient underwent a trans-stomotic ureteral stent replacement in the operating room on (B)(6) 2025. On the first day post-surgery, the reserved ureteral stent was observed to had extruded outside the body, necessitating a repeat replacement of the ureteral stent for drainage. If not addressed promptly, this would hinder drainage for the patient, leading to a second surgery, further injury to the patient, and an increased treatment duration. It was unknown what medical intervention was provided.